Manufacturer narrative:
Although the suspect device has been rec'd, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of four device complaints that occurred during the same procedure. See MFR report# 3005099803-2009-04613, 3005099803-2009-04620 and 3005099803-2009-04617 for the associated device reports. It was reported to boston scientific corp one ultratome xl sphincterotome and three jagwires were used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the tip of the guidewire peeled, and fell into the intestine of the pt while inserting the guidewire to the lumen of the ultratome. Two add'l jagwires were used, and the same event occurred. The physician found the tip of the ultratome xl sphincterotome was cracked. The procedure was completed using another MFR's device. The physician had no concerns with the fragments passing naturally via peristalsis. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.